Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "right hip revision due to trunnion break. All implants listed below (stem, head, liner, and shell) were explanted. No more information is available per doctor." Update: "shell revised to change position. No allegations against liner".